Event description:
Customer claimed to have a burning sensation and rash near nose pads when wearing a new pair of company's glasses. They normally wear company's glasses with no problems including this same style.